Event description:
The customer reported the table will not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the motor controller pcb. System operates as indented.